Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown whether the patient was hospitalized. On the same day as the onset, the patient began treatment with vancomycin and fortum (1 gram each, frequency and route not reported) for peritonitis. The patient¿s outcome was unknown. At the time of this report, pd therapy was ongoing. No additional information is available.